Event description:
Patient had a fall. Surgeon removed wright medical stem and head, and mdm liners. Tritanium cup was left restoration modular stem was placed with mdm liner, v 40 head.

Event description:
Patient had a fall. Surgeon removed wright medical stem and head, and mdm liners. Titanium cup was left restoration modular stem was placed with mdm liner, v 40 head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown mdm metal liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding periprosthetic fracture of the femur involving a competitors stem was reported. Clinical review: issue with revision of mdm liner due to periprosthetic (pp) fracture after a fall of the patient an unknown time after implantation in a male patient of (B)(6) with moderate overweight (bmi = 30). The non-stryker (wright-medical) stem was removed together with the mdm liner system while the tritanium cup was retained and provided with a new mdm liner and a restoration modular (rm) stem device in the femur. X-rays confirm a vancouver type b2 periprosthetic fracture with a loose stem in the femur. The tritanium cup has some radiolucent lines in the lower cup zone but mechanical stability is still adequate due to supplemental screw fixation of the shell. The explanted liners and femoral head had a pristine appearance on the photographs during revision surgery although no devices were returned for formal analysis. No further clinical information is available. ''Because the stem had to be removed, the associated liner in the cup had to be removed as well. Without such, it is impossible to access the hip joint adequately to perform the required procedure. The main indication to remove the liner system is thus for surgical access reasons and not for any suspected pathology in the liner system. This is confirmed by the explant pictures that apart from some minor explantation damage do not show device-related issues on any of the components removed'' conclusion: based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. The medical review concluded: a fall of the patient caused a pp-fracture that required stem exchange because it had become loose during the event. For surgical access reasons, the liner system had to be removed as well but showed no issues at explantation. A new mdm system was mounted after stem exchange to a rm-stem plus repair of the fracture. No further investigation is required at this time. If additional information/device becomes available to indicate further evaluation is warranted, this record will be reopened.